Event description:
It was reported that there was a leak at the filling port during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was not returned for evaluation. A photograph was provided by the customer for evaluation. Inspection of the photograph did not result in any identification of defects. The root cause could not be identified.